Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button required multiple presses to turn the screen on. There was no known impact to the customer's blood glucose. Customer declined to provide further information.